Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the system was removed due to erosion and the patient was to be re-implanted. Following this the issue was resolved. The rep. Had no further information regarding the event. No further complications were reported.